Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a black screen and failed to power up when the user attempted to switch the device on and off. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer found a black screen when powering on the machine. The machine was powered on, and the customer was able to log in, but auxiliary drawer 7 (full height) did not recover. The auxiliary device caused the main station to not power on. After checking the back of the auxiliary unit, no lights were observed on auxiliary drawer 7. The controller board and module board were replaced, after which auxiliary drawer 7 recovered and worked properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device displayed a black screen and failed to power up when the user attempted to switch the device on and off. There were no delay or adverse events or injuries reported based on this event.